Event description:
Ous MDR - after an implantation time of approximately 81 months, it was reported that the patient had presented with presyncopal episodes.

Manufacturer narrative:
Ous MDR - this pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications. Due to a fully functional pacemaker during analysis, and follow-up strips made available to us showing that the pacing and sensing during implantation was sufficient, the pacemaker can be excluded as a root cause for the clinical observation.